Manufacturer narrative:
Implant date - (B)(6) 2013. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.50/0.5/064 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) in (B)(6) 2013. Refractive change overtime and low vault were observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.